Event description:
It was reported that loss of capture was observed on the right ventricular leadless pacemaker (lp) a few hours after the implant procedure was completed. Diagnostic imaging was performed and revealed no anomalies that could contribute to the event. The lp was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including output verification, found no anomaly contributing to reported event of capture problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.